Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation has been completed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The transmitter was visually inspected and passed. Voltage testing was performed and failed, as there was no voltage. The share log data was not available. The transmitter was milled and voltage was applied. A pairing test was performed and failed. A bin file review was unable to be performed. The reported event of loss of connection was undetermined. The probable cause could not be determined.